Event description:
During x-ray to determine cause of continued foot pain in right big toe it was discovered that the previously implanted cannulated screw had broken into two pieces. Surgical procedure was required to remove screw. One fragment of screw was removed; one fragment of same screw could not be retrieved and remains in pt.